Manufacturer narrative:
Tracking # (B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what vessel was being clipped with the reported problem occurred? The vessel being clipped was the cystic artery. Please quantify the amount of blood the patient lost. The patient lost 200 ml of blood. Did the patient require a transfusion? No transfusion was required. What was the condition of the patient following the procedure ¿ stable, discharged, critical, please explain. The patient was stable following the procedure.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon clipped the vessel but it continued to bleed. When he went to staple again, the first staple fell off the vessel. He had to staple four times before they stayed. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). We were unable to analyze the sample utilized in the reported event as the er320 instrument was not returned to us. Only 1 unformed clip and 6 malformed clips received. It could not be determine what may have cause the reported event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.